Manufacturer narrative:
Additional information: the device was returned for evaluation. No complaint identified with regard to the returned instruments. After visual review and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing the implants appear to be capable of performing their intended function. The instruments appear to be capable of performing their intended function.

Event description:
It was reported that the patient underwent and unspecified spinal procedure. It was reported that there was difficulty engaging the screws and the extenders popped off during the case. No patient complications were reported.

Manufacturer narrative:
The suspect device was not identified; therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part number 75753039 lot number sa09g081; part number 75753049 lot number m06d0174b. (B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.